Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included: vitek 2 gn ID (customer lot): identification to species escherichia coli. Vitek 2 gn ID (random lot): identification to species escherichia coli. Api 20e: identification to species escherichia coli. Api 50che: identification to species escherichia coli. Id32e strip: identification to species escherichia coli. The investigation did not reproduce the customer result of shigella sonnei. The investigation concluded that the vitek 2 gn ID cards are performing in accordance with specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the vitek 2 gram-negative (gn) ID test kit misidentified an non-shigella organism as shigella sonnei. Upon obtaining the shigella sonnei identification, the customer repeated testing and obtained the same result. Agglutination test (biorad kit) was negative for shigella. Due to the agglutination result, the shigella sonnei result was not reported to the physician. It is unknown if an alternate identification method was performed or what organism identification was reported. Biomerieux has requested submittal of patient isolate for internal testing. An internal biomerieux investigation will be initiated.